Manufacturer narrative:
(B)(4). Complaint conclusion it was reported that when the physician attempted to deploy 6/7f mynxace vascular closure device (vcd) with a 7f mynxace custom sheath for an interventional peripheral procedure; he felt some resistance at the arteriotomy. The physician pressed the first button with the tension away from the patient, however he could not deploy the second button because the first button did not cover fully. It was reported that the patient felt some pain. There was no reported patient injury. The physician became uncomfortable and the device appeared to be removed too far. The sales rep advised the physician to deflate the balloon and hold manual compression for 30 min or less to achieve hemostasis. The patient was hospitalized and the hospitalization was extended for 6 hours. There were no damages or anomalies noted when the device was removed from package. The device did prep normally. The product is being returned for analysis. The deployment was done under fluoro and was being pulled though the access site. There was excessive force used to try and cover button 1 to allow button 2 to be pressed. A non-sterile mynx ace vascular closure device 5f/6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device revealed that button number 2 had been fully depressed and the handle housing was retracted. Subsequent to disassembling the handle housing, it was observed that one of the frame snap-fit tab was not properly engaged and came into contact with the inside wall of the housing preventing movement of the sled sub-assembly. The locking feature was snapped back to its proper position and the prong was able to fully engage. The sled sub-assembly was assembled into handle housing and the sub-assembly moved freely and performed as intended. A review of the manufacturing documentation associated with lot f1702808 was performed and the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The reported failure ¿failure to deploy¿ was confirmed. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information provided, the issue appears to be related to the manufacturing process of the product. A risk assessment has been initiated and completed to evaluate this issue. The reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. At this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
It was reported that when the physician attempted to deploy 6/7f mynxace vascular closure device (vcd) with a 7f mynxace custom sheath for an interventional peripheral procedure; he felt some resistance at the arteriotomy. The physician pressed the first button with the tension away from the patient, however he could not deploy the second button because the first button did not cover fully. It was reported that the patient felt some pain. There was no reported patient injury. The physician became uncomfortable and the device appeared to be removed too far. The sales rep advised the physician to deflate the balloon and hold manual compression for 30 min or less to achieve hemostasis. The patient was hospitalized and the hospitalization was extended for 6 hours. There were no damages or anomalies noted when the device was removed from package. The device did prep normally. The product is being returned for analysis. The deployment was done under fluoro and was being pulled though the access site. There was excessive force used to try and cover button 1 to allow button 2 to be pressed.